Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts were made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m.

Event description:
It was reported that a patient underwent a breast mammoplasty procedure on (B)(6) 2023 and suture was used. The needle came off thread during use. The procedure was successfully completed using another suture with no delays. There were no adverse patient consequences. No further information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/26/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned sample determined that it was received, a suture piece. The visual assessment of the returned sample shows that the needle was not returned for evaluation. In addition, body fluids were found along the strand and the insertion mark could not be observed due to the extremes were noted to be cut probably caused by a surgical instrument. As per the condition of the returned sample, no functional test could be performed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached on the cause of the reported event. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.